Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/28/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient also had tibial subsidence. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/18/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used. Clinical der states patient was revised to address tibial loosening at the bone/cement interface.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Patient medical records were received and reviewed. With the information provided, it cannot be determined that the implants contributed to the reported event. The information suggests the tibial loosening was caused by the patient¿s excessive weight. The essential product information contained in the surgical technique cautions that excessive patient weight tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. No evidence was found of product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.